Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was accidentally lost and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary vessel using pod coils, a non-penumbra microcatheter and a non-penumbra diagnostic catheter. During the procedure, the physician advanced a pod coil into the target vessel using the microcatheter; however, the pod coil was slightly over sized due to flow pressures. Therefore, the physician decided to remove the pod coil. While attempting to remove the pod coil, the microcatheter kicked out of the target vessel. The physician then manually tried to reposition the tip of the microcatheter into the target vessel but was unsuccessful. Subsequently, while retracting the pod coil, the pod coil unintentionally detached. Therefore, the diagnostic catheter and the microcatheter containing the detached pod coil were removed. The procedure was completed using a new ruby coil, a new non-penumbra microcatheter and the same diagnostic catheter. There was no report of an adverse effect to the patient.